Event description:
It was reported the patient presented in clinic for aveir leadless pacemaker (lp) system implant. Upon fixation attempt, it was observed that the lp helix became deformed. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.